Event description:
It was reported from italy by the hospital that the logic ps tibia, modular insert was broken. The agent was present at surgery. There was no delay to the procedure and no harm to the patient. It was reported by the representative that no pieces were left in the patient. The agent was present at surgery with no delay. No further information has been provided by the contacts the issue was resolved with the use of secondary instrumentation. Multiple attempts have been made for additional information. No additional information was provided by the contacts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not received for analysis. The analysis was completed on 15 may 2018 by (B)(4). Design-related issues: the design of the logic ps tibial insert trial has been in the field since 2008. Exactech has received (B)(4) complaint reports involving (B)(4) trials due to being broken since 2008. Because tibial insert trials are used in total knee surgeries, sales data for tibial inserts was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale; therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2012. Therefore, this issue does not appear to be manufacturing related. No corrective action is required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken tibial insert trial reported in experience (B)(6) was likely the result of impacting or dropping the device onto a hard surface, which led to crack initiation, propagation, and ultimate fracture of the trial. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues, nor did it lead to patient adverse event. It was reported by the representative that no pieces were left in the patient. An investigation was conducted; the broken tibial insert trial reported was likely the result of impacting or dropping the device onto a hard surface, which led to crack initiation, propagation, and ultimate fracture of the trial. However, this cannot be confirmed as the device was not available for evaluation.